Manufacturer narrative:
Additional information: imdrf annex a, g, c and d grids.

Event description:
It was reported that a patient had undergone a planned procedure for flexible laryngoscopy. The patient was transferred to the operating table and placed in a supine position. Mask ventilation was initiated with the patient lying supine. It was then determined by the anesthesiologist that infusion of remifentanil had been running through the pump, although anesthesia had thought this was paused. Immediately after the issue was discovered, the medication was discontinued, and the clinician continued to provide mask ventilation. It was noted that the patient did awaken, breathing without stridor or stertor while in an upright position and with nasal trumpet, and oral airway still in place. The anesthesiologist felt that the remifentanil infusion was a low dose, especially considering the patient¿s history of high alcohol intake history. The patient was monitored for 20 minutes with vital signs stabilized and was breathing comfortably. The patient was alert prior to transport to the post anesthesia care unit (pacu). Plans moving forward was to move the patient to a step-down unit for airway monitoring, with further workup for any hypercapnea, toxicity screening, or other conditions. There was patient involvement but no harm.

Event description:
It was reported that a patient had undergone a planned procedure for flexible laryngoscopy. The patient was transferred to the operating table and placed in a supine position. Mask ventilation was initiated with the patient lying supine. It was then determined by the anesthesiologist that infusion of remifentanil had been running through the pump, although anesthesia had thought this was paused. Immediately after the issue was discovered, the medication was discontinued, and the clinician continued to provide mask ventilation. It was noted that the patient did awaken, breathing without stridor or stertor while in an upright position and with nasal trumpet, and oral airway still in place. The anesthesiologist felt that the remifentanil infusion was a low dose, especially considering the patient¿s history of high alcohol intake history. The patient was monitored for 20 minutes with vital signs stabilized and was breathing comfortably. The patient was alert prior to transport to the post anesthesia care unit (pacu). Plans moving forward was to move the patient to a step-down unit for airway monitoring, with further workup for any hypercapnea, toxicity screening, or other conditions. There was patient involvement but no harm.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Additional information: device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a,b,c and g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a patient had undergone a planned procedure for flexible laryngoscopy. The patient was transferred to the operating table and placed in a supine position. Mask ventilation was initiated with the patient lying supine. It was then determined by the anesthesiologist that infusion of remifentanil had been running through the pump, although anesthesia had thought this was paused. Immediately after the issue was discovered, the medication was discontinued, and the clinician continued to provide mask ventilation. It was noted that the patient did awaken, breathing without stridor or stertor while in an upright position and with nasal trumpet, and oral airway still in place. The anesthesiologist felt that the remifentanil infusion was a low dose, especially considering the patient¿s history of high alcohol intake history. The patient was monitored for 20 minutes with vital signs stabilized and was breathing comfortably. The patient was alert prior to transport to the post anesthesia care unit (pacu). Plans moving forward was to move the patient to a step-down unit for airway monitoring, with further workup for any hypercapnea, toxicity screening, or other conditions. There was patient involvement but no harm.